Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2010, 5076-45 lead implanted: (B)(6) 2008, 694758 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced an infection. The patient experienced pain the pocket area and bruising and swelling around the device. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.